Event description:
The pump was returned for investigation. Investigation revealed that the pump was cracked and the display was dim and discolored. This report is made based on results of investigation completed 12/04/2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/04/2013 with the following findings: the pump was cracked at the top of the battery compartment and the pump case seal. The display screen was dim and discolored with a faded text. (B)(4).